Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Please note that the event date is unknown as represented by (B)(6) 2013. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, an optease retrievable filter was implanted, but could not be removed within the accepted time period of retrieval. No additional patient or procedural information has been provided.

Manufacturer narrative:
It was reported that an optease retrievable filter was implanted but could not be removed within the accepted time period of retrieval. No additional patient or procedural information has been provided. Multiple attempts to retrieve detailed information were unsuccessful. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The product's instructions for use (IFU) indicates available data from retrievals in a 21 patient study and a 40 patients retrospective chart review suggest that the optease filter can be safely retrieved (mean of 11.1 days, range 5¿14 days and mean of 16.4 days, range 3¿48 days, respectively). Please refer to the clinical experience section of the IFU. The optease filter is considered a permanent filter if it is not retrieved within a clinically suitable time period. Intimal overgrowth is the most likely cause and known potential complications related to filter retrieval. Based on the lack of information and the inability to assign or determine a root-cause no corrective actions will be taken at this time.